Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Event description:
It was reported the patient's ipg reached end of life. It is unknown if the ipg depleted prematurely. As a result, surgical intervention occurred wherein the ipg was explanted and replaced, addressing the issue.